Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿ outcomes of post-implantation syndrome after endovascular repair for stanford type b aortic dissection¿. Wu, qingsong et al. Journal of vascular surgery, volume 79, issue 6, 1326 ¿ 1338 https://doi.org/10.1016/j.jvs.2024.01.200 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ outcomes of post-implantation syndrome after endovascular repair for stanford type b aortic diss ection¿. The study period was over a five-years. Multiple manufacturers products are mentioned within the article including valiant stent grafts. The aim of this study was to investigate the correlation between post-implantation syndrome (pis) and long term prognosis in patients with stanford type b aortic dissection (tbad) undergoing thoracic endovascular aortic repair (tevar). 547 patients were included in the study. The following adverse events occurred in the patient population: post-implantation syndrome, paraplegia , acute renal failure, rupture, myocardial infarction, chronic heart failure , fistula, occlusion, stenosis, infection , hypertension, arrhythmia , intervention patient mortality was reported but there is no causal link that a medtronic stent graft caused or contributed to any deaths. No further information was provided in relation to a medtronic product.